Event description:
Additional information was reported. Health care professional reported the patient had their interstim replaced due to battery issues. No further information was received regarding this device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that battery in her device did not last as long as it was supposed to. Patient stated when she reads about the new devices coming out the battery life was supposed to be better. Patient reported that every time she has had battery replacement the battery hasn't lasted as long as she expected it to. Patient stated when she looked at research it says 6-10 years on average. Patient stated every time she gets her battery checked it will state 5 years. The patient stated she never turn therapy off. The patient indicators for use were urinary dysfunction/sacral nerve stim. No further patient complications have been reported as a result of this event" in the event description.